Event description:
The user facility reported that during reprocessing, it was noted that the air/water channel of the evis lucera elite colonovideoscope was blocked. There was no patient involvement. There was no harm or user injury reported due to the event. The device was sent to an olympus service center for evaluation. The device inspection found the opening of the air/water nozzle was blocked with foreign material that appeared to be white fibrous material. This report is being submitted for the reportable malfunction found during the device evaluation (foreign material in the nozzle).

Manufacturer narrative:
During inspection and testing, service determined the white fibrous material did not originate from the subject device. In addition, service found the biopsy channel was leaking. The air channel volume, water flow, and water removal were out of specification. The device failed the electrical safety test on the insertion section due to a malfunction of the insulation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that one of the following caused the event: a) brush was broken during brushing air / water (a/w) valve, bristle entered a/w channel and clogged in nozzle. B) lint entered a/w channel and clogged in nozzle due to use of gauze or the like that produces lint in reprocessing. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.